Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the aspartate aminotransferase activated (asta) reagent with lot# 46059hw00 has the incorrect label on top which reads alta. There was no impact to patient management reported.